Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the device was not returned to the repair department, and product model number is unknown, the root cause of the defect phenomenon could not be identified and likely cause is also unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00218. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Section d-4 the device model, serial numbers are unknown, a representative device was chosen.

Event description:
The customer reported to olympus that error e311 -white balance incomplete occurred on an unknown endoscope. The event occurred during the beginning of an endobronchial ultrasound bronchoscopy procedure after the patient was sedated for approximately 45 minutes and an error occurred on clv-190 and another scope was tried but the same error occurred. The power unit was turned off and on and error code e931 appeared. Two different lamps were replaced but the same issue recurred. This equipment troubleshooting led to procedural delay. The physician then canceled the procedure due to the error codes produced. Additional follow-up is being performed to determine if medical intervention was required and patient outcome due to cancelled procedure, but the information is unavailable that the time of the report. Related patient identified # (B)(4); evis exera iii xenon light source, model number clv-190, serial # (B)(6) related patient identified # (B)(4); bronchoscope flexible/rigid, model name and serial # -unknown related patient identified # (B)(4); evis exera iii xenon light source, clv -190, serial # unknown.